Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hosp with an unk complaint and it was noted that pump power was elevated. The pt's lab work showed elevated plasma free hemoglobin (pfhg) along with symptoms of hematuria and anemia. The hosp subsequently made a decision to explant the lvad and the pt was implanted with a device from another MFR.

Manufacturer narrative:
The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.